Manufacturer narrative:
(B)(6). The reported condition of iipv was possible based on reported drain volumes. Review of service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device history revealed no issues that could have caused or contributed to the reported difficulty of iipv-adult. The cause of the iipv was undetermined.

Manufacturer narrative:
(B)(4. The device was not returned to baxter. A follow-up MDR will be submitted upon completion of the investigation or if any additional information is received.

Event description:
A customer contacted global technical service (gts) regarding a high drain 104. The registered nurse (rn) was not near the homechoice (hc). The rn stated, the home patient (hp) was reporting a high drain at the end of therapy. The rn stated that the fill volume was 2000ml. The hp was at the end of therapy and noticed a negative ultrafiltration reading. The hp kept doing a manual drain. The total ultrafiltration was 2697ml. The rn stated, the hp read the manual and now felt bloated. The tsr explained that if the hp had a negative ultrafiltration reading in drain 4 of 4 and the total ultrafiltration was 2697ml the hp will drain out again on drain 4 of 4. The tsr explained the high drain. It was a new hp. The tsr explained about the last manual drain option and suggested the rn talk to the renal help line for advice. The hc was operational. There was no serious injury or medical intervention reported.